Manufacturer narrative:
(B)(4). Device investigation pending.

Event description:
It was reported that AED was deployed for a resuscitation attempt - subject was not resuscitated. Date of deployment: (B)(6) 2012. Date of report to philips: (B)(6) 2013.